Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that the lead was capped due to oversensing leading to inappropriate therapies.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 10th of january 2024 and 6th of september 2024 recorded an initial stable pacing impedance of 500 ohms with a gradual increase to >3,000 ohms since september. Furthermore, a stable shock impedance of 120 ohms was recorded, with a slight impedance drop at the end of the recordings. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.